Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right lead exhibited high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was replaced address the issue.

Manufacturer narrative:
Date of event is estimated.